Event description:
The patient reportedly underwent repositioning surgery. Advanced bionics is currently in the process of obtaining additional information. When additional information is received a supplemental report will be submitted.